Manufacturer narrative:
The welch allyn spot vital signs non-invasively and automatically measures systolic and diastolic blood pressure, pulse rate, and oxygen saturation (spo2) for adult and pediatric patients. Further, the welch allyn spot vital signs measures temperature invasively in natural body orifices (i.e., mouth and rectum). The spot vs device was returned to welch allyn for investigation. The returned ac power cord had significant damage to the male end. The line and neutral pin of the power cord was charred and the surrounding over molding was melted. Both the line and neutral pins from the power supply were removed and melted into the ac power cord. The ground pin received less damage compared to line and neutral pins. The evaluation and investigation indicated that a short occurred at the ac input of the power supply. Further testing of the spot vs device and power supply indicated that ingress of liquid in the ac power receptacle caused a short and a fire which melted the case of the power supply and burnt the board. Welch allyn will continue to monitor complaint trends for this type of alleged malfunction. Based on this information, no further action is required.

Event description:
Welch allyn received a report from the account stating the spot vs device power supply caught fire. The device was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).